Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified an opening on posterior, red particles and the device is underweight. A visual and microscopic analysis was performed which identified an opening(sharp) and crease fold. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side, "signs of extracapsular rupture of the left prosthesis with pericapsular silicone and intraganglionic silicone".